Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. In response to FDA report number: mw5092898. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes, lymph node removal shortly after and symptoms have only worsened with time."

Event description:
Patient reported via regulatory agency "¿swollen lymph nodes¿ and "lymph node removal shortly after.¿ patient also reported "chronic fatigue¿, ¿depression¿, ¿dry eye¿, ¿dry mouth¿, ¿joint pain¿, ¿raynauds¿, ¿sjogrens¿, ¿fibromyalgia¿ and "¿symptoms have only worsened with time¿; these events are not device related. Device remains implanted. This record is for the left side.